Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso with auto ID catheter and the bwi failure analysis lab noted during visual inspection of the returned catheter that there was white material under electrode ring #10. It was originally reported that this catheter would not hold its curve. The catheter was replaced and the issue was resolved. The procedure was then continued with no patient consequence. This issue was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Upon visual inspection of the returned complaint catheter on (B)(4) 2015, the bwi failure analysis lab noted white material underneath the distal side of electrode ring #10 and the spine cover was twisted with white stress marks on the proximal side of ring #10. Additional information was received stating the product was not withdrawn with any difficulty. This returned catheter condition was not observed by the account. The slo 8.5fr sheath was used. For the bwi lab finding of the spine cover was twisted with white stress marks, this issue was assessed as not reportable. For the bwi lab finding of the white material underneath the distal side of electrode ring #10 has been assessed as reportable. Therefore, the awareness date is reset to (B)(4) 2015.

Manufacturer narrative:
(B)(4 . It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso with auto ID catheter and this catheter would not hold its curve. The catheter was replaced and the issue was resolved. The procedure was then continued with no patient consequence. Upon visual inspection of the returned complaint catheter on july 2, 2015, the bwi failure analysis lab noted white material underneath the distal side of electrode ring #10 and the spine cover was twisted with white stress marks on the proximal side of ring #10. Additional information was received stating the product was not withdrawn with any difficulty. This returned catheter condition was not observed by the account. The slo 8.5fr sheath was used. Upon receiving, the catheter was visually inspected and it was found with white material underneath distal side of electrode ring #10. The condition of the rings were not originally reported on the complaint. Therefore, additional information was requested. The customer did not report any difficulty withdrawing the product. The type of damage suggests that the catheter had friction with another device possibly the sheath from the distal to proximal causing the material to get under the electrode ring. However, it could not be conclusively determined. The unit was sent to fourier transform infra red (ftir) analysis. Results obtained from the white particle revealed that it is primarily composed of polyethylene; however a second compound within the polyethylene was also identified by the ir spectroscopy test, this compound found within the foreign material presumably corresponds to barium sulfate, a material widely used as radiopacifier along medical device industries. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.